Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempted use of multiple cables and power sources. There was no reported impact to the customer's blood glucose level. Customer indicated they will continue to use the pump for insulin therapy.